Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported that there are alarms. Customer also states that insulin is squirting out during manual prime. The blood glucose reading is unknown. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The compromised force sensor system alarm occurred during the displacement test due to motor excessive axial play. We were unable to perform the prime test due to constant compromised force sensor system alarm during displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched liquid crystal display window and scratched reservoir tube window.